Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported finding a fluid leak following his treatment. When they opened the cassette door, there was fluid leaking from a pin hole in the cassette and fluid inside the pump area. The set was retained and is being made available for eval. During follow up the patient's pd nurse reported that his effluent had remained clear. He did not have any signs of infection. He was not treated with any antibiotics. No adverse events reported at this time.